Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There is a tip electrode miscellaneous issue (non-elect). The analyst noted that the guide tooth was damaged which is preventing the helix from extending and retracting. It was also noted that there is blood in/on the helix/lobe mechanism. There is apparent explant damage.

Event description:
It was reported that the patient experienced muscle/nerve stimulation and there were positioning/fixation difficulties. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.